Event description:
Customer reported that during a shift check the autopulse exhibits a user advisory message of 2 (compression tracking error) which could not be cleared. No adverse event was reported.

Manufacturer narrative:
Device is anticipated to be returned to zoll circulation. When device has been received and analyzed, a supplemental report will be filed.